Event description:
Reporter's daughter purchased the baby gender mentor test from acu-gen lab. Instead of the tech calling to confirm that she was having a boy or girl, they diagnosed her baby, over the phone, with chromosonal abnormalities. This type of testing was not supposed to be done with her blood sample, nor should she have been notified by a complete stranger, who claims to be a dr, via telephone, to be told something of this nature. The advertisement for this test, only states that they will check for the babie's "gender", nothing else. Reporter's daughter's ob dr has done tests at the correct time, for "reliable" results, and has found nothing whatever wrong with her baby to date.